Event description:
The customer reported to a baxter corporate product surveillance of an interlink continu-flo interlink solution set in which the tubing was cut. According to the report, the tubing appeared to be cut in two near the check valve. This condition was observed before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.